Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was received from a patient profile form (ppf) that the patient had a CT scan which was reviewed to show thrombus/embolism present. The patient was attempted to have his trapease inferior vena cava (ivc) filter removed 10 days later. Due to its embedment in the wall of the ivc and the presence of blood clotting, the filter was unable to be removed. The patient further asserts that the filter has tilted and perforated. The patient has anxiety, suffered fatigue, shaky hands, instability when walking and pain due to these complications. Medical records also received indicate the indication for filter placement was pulmonary embolism and very large free-floating thrombus in the left common femoral and profunda femoral veins. The trapease filter was deployed under continuous fluoroscopy just inferior to the renal veins. The patient tolerated the procedure well. Four years later, the patient returned with severe swelling in both legs, could not work or walk or function. Filter removal was planned also because the patient had severe pain. The iliac was found to be clotted, the femoral vein and pop were patent and the ivc was completely occluded. Contrast was used and ivc filter was completely occluded. The patient had a surgical thrombectomy, veno-venous bypass and angiojet thrombectomy of the iliac veins removing most of the clot in the left iliac system as well as the right. Then sequential balloon angioplasty was then performed of the filter from below as well as all the manipulations with the angiovac above allowing for clots to pass into the angiovac and suctioned out for fear of any clots going to the patient's lungs. A large 24 balloon was then used and a balloon angioplasty of the filter was performed with some flow noted in this area after the balloon angioplasty, but there was still significant thrombus. Therefore, am 8x24 non cordis stent was deployed. This was a post ballooned with a 24 balloon with good flow noted within the stent graft and widely patent inferior vena cava as well as both iliacs. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Medical records indicate the indication for filter placement was pulmonary embolism and very large free-floating thrombus in the left common femoral and profunda of the femoral veins. The trapease filter was deployed under continuous fluoroscopy just inferior to the renal veins. The patient tolerated the procedure well. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. Per the medical records, four years after implant, the patient returned with severe swelling in both legs, and could not work or walk or function. Filter removal was planned also because the patient had severe pain. The iliac was found to be clotted, the femoral vein and popliteal veins were patent however the ivc was completely occluded. The patient had a surgical thrombectomy, veno-venous bypass and angiojet thrombectomy of the iliac veins removing most of the clot in the left iliac system as well as the right. Then sequential balloon angioplasty was then performed of the filter from below as well as all the manipulations with the angiovac above allowing for clots to pass into the angiovac and suctioned out for fear of any clots going to the patient's lungs. A large 24 balloon was then used, and a balloon angioplasty of the filter was performed with some flow noted in this area after the balloon angioplasty, but there was still significant thrombus. Therefore, am 8x24 non cordis stent was deployed. This was a post ballooned with a 24 balloon with good flow noted within the stent graft and widely patent inferior vena cava as well as both iliacs. Per the patient profile form (ppf), the patient had a CT scan which showed thrombus/embolism present. The filter was attempted to be removed 10 days later; however, due to its embedment in the wall of the ivc and the presence of blood clotting, the filter was unable to be removed. The patient further asserts that the filter has tilted and perforated. The patient has anxiety, suffers fatigue, shaky hands, instability when walking and pain due to these complications. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, clotting and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, fatigue, pain, swelling of the legs, gait instability and hand tremors do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.